Event description:
After conversion from ECMO support to lvad, hosp staff sprayed foaming alcohol to clean blood spots on centrifugal pump. Some foam got onto the plastic pump head. Perfusionist immediately noticed foaming blood, within the pump head, and air was pulled into the circuit. Multiple cracks were observed around the pump head cone inlet. Bypass was stopped, surgeon massaged the heart, and the pump head was replaced. Bypass was resumed. At last report, pt is stable in ccu. Not known if any air reached pt.